Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when reading the resistance values the tremors got significantly worse, which is why the treatment seemed to be working. The values of the points were within reference limits. Some of the monopolars apparently had an increase in resistance values while in (B)(6) 2025. Monopolars recorded were ok but there were abnormalities in the bipolar measurements.

Event description:
It was reported that the actions taken to resolve the issue included programming change and medication decrease. Patient has a follow-up on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID b3300542m, lot# serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when reading the resistance values, the tremors got significantly worse, which is why the treatment seemed to be working. The values of the points were within reference limits. Some of the monopolars apparently had an increase in resistance values while in march 2025. Monopolars recorded were ok but there were abnormalities in the bipolar measurements. The patient said there had been nothing other than the occasional problem with making contact. Charging was going smoothly.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot#: unknown, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.